Event description:
Ligasure quit working while on tissue, closed on tissue and got stuck closed. Doctor eventually carefully pulled it off of the tissue. The jaws were still stuck together. He used a blade after the instrument was out of the patient and pried the jaws open but he did not reuse it. I opened a new ligasure to the field.